Event description:
The 80-0583 1.5 hex driver tip broke inside the head of a 2.3 locking screw upon tightening into the plate. Per the field rep, there was nothing out of the ordinary during insertion. There was a minor delay in procedure (<5 minutes) as the surgeon attempted to remove the broken tip but was unsuccessful. The broken driver tip remains in the screw that was implanted. This report is related to report number 3025141-2022-00067 which is on the screw involved in this event.

Manufacturer narrative:
The device has been returned and the investigation is pending. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. A visual examination under magnification of the returned driver was performed. Torsional and oblique fracture patterns were found at the hex. A torsional fracture pattern likely indicates an excessive twisting load, while the oblique fracture pattern likely indicates some side loading (bending) was also applied to hex tip. The driver is not designed to withstand significant side loads and should only be used with torsional loads. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, due to unknown procedural conditions, no definitive conclusion can be drawn.